Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled pulse generator change procedure. During the procedure, the physician identified insulation damage on the right ventricular lead. The lead did not exhibit any electrical dysfunction upon interrogation and testing. The physician then repaired the lead with medical adhesive and suture sleeve. The lead function was stable and appropriate through subsequent testing. The procedure was completed without further complications. The patient was in stable condition.